Manufacturer narrative:
PMA/510(k) # p100022/s001. The stent was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. There is no imaging available to support the investigation. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. Clinical input was requested regarding this event and the following was received: ¿there are a number of potential risk factors that could result in stent fracture. To start with, the superficial femoral artery itself is subject to all sorts of forces ¿ bending, twisting, stretching, compressing, etc. ¿ which can put stress on stents in this artery, resulting in fractured. Additional potential risk factors for stent fracture that have been identified or suggested include lesion length (longer lesions have greater risk), total occlusions, placement of stent close to a joint (hip or knee), overlapping of stents, and calcification of the vessel. So to answer your question of whether calcification led to stent fracture in this patient: maybe.¿ it can be noted that in this case, 3 stents were placed on the patient's left sfa, with a total length of 300mm (without overlap). This can be considered as long lesion length. According to the clinical opinion above, long lesion length has a greater risk to stent fracture. As previously stated, stent fracture of the distal side of the stent of ziv6-35-125-6.0-120-ptx was reported in (B)(4) (3001845648-2013-00075) in 2013 for the same patient. According to the complaint originator, it cannot be confirmed that (B)(4) is the same stent fracture as previously reported in 2013. However, in (B)(4), the sale rep commented that the left stents were placed close to the knee joint and assumed the patient was having high-level activities of daily living. As per clinical opinion above, placement close to the knee can also increase the risk to stent fracture. It can be noted that the patient was reported to have severe calcification. Calcification of the vessel was also identified as a risk factor for stent fracture. However, as no imaging is available, a definitive root cause of this event cannot be determined. It may be noted that according to packaging insert, stent strut fracture is a known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has occurred previously with the lot number. However, based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with the lot number. According to the information provided, no medical/surgical intervention was conducted. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
On (B)(6) 2012: three stents were placed on the patient's left sfa. (Ziv6-35-125-7.0-60-ptx , lot#c774345 and ziv6-35-125-6.0-120-ptx, lot#c775728 x2) severe calcified was seen on the patient. On (B)(6) 2016: at 4 years f/u, stent fracture (type iii) was confirmed on the distal side of the stent of ziv6-35-125-6.0-120-ptx.